Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he noted the lens had a "concretion or crud" on it. The lens was exchanged during the same surgical procedure. The patient was in the operating room for an additional 45 minutes, while more viscoelastic agent was found to finish the case. The patient experienced corneal swelling following the procedure. The patient outcome is reported as "excellent" with no residual effects.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one similar complaint reported for this lot number. This report was mailed to the FDA on: 06/20/2007. Additional information was requested on 05/22/2007, 05/28/2007, 05/29/2007, 06/07/2007 and 06/11/2007 by phone, mail and fax. Additional information was received on 05/22/2007, 06/05/2007 and 06/07/2007 by phone and fax.